Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please disregard d9 selection as it was selected in error and cannot be removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope's air/water valve was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: air/water tube, air/water cylinder, and nozzle all had foreign material, clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; switch box had a scratch; due to damage on circuit board unit in endoscope connector, color tone of the image was not proper; due to nozzle clogging, amount of water contact did not meet the standard value; and adhesive on bending section cover had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.